Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported two issues that the patient experienced hyperglycemia 550 mg/dl due to infusion sets tubing was leaking at the site in use for one set 2hours and the other 6hours and was corrected injection via multiple injections daily.